Event description:
It was alleged that three medibags were found to be leaking during medication fill. The medibags were not used on pts.

Manufacturer narrative:
As of date the alleged leaking medibags have not been returned. Will send a follow up report if and when the medibags are returned.